Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she experienced high blood glucose due to insulin pump died. The customer also reported that the insulin pump had a constant tone when turning the backlight on with no alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 167mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she reinserted the battery and the insulin pump booted up. The customer stated that the insulin pump beep loudly while she was checking the settings. The insulin pump will be replaced and will not be returned for analysis.